Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent midface surgery. The drill sleeve was used with the drill of other manufacturer when surgeon performed drilling to plating for infraorbital margin. When the hole for plating was being drilled, the sleeve was hot and touched the patient's skin. Patient got a burn around the eye. Patient¿s skin had minor burn. The surgeon commented that the sleeve might be hot during drilling. No further information was provided by hospital. Procedure was successfully completed. There was a surgical prolongation reported but the duration of delay is unknown. Concomitant medical products: drill sleeve (part# unknown, lot# unknown, quantity 1). This report is for one (1) double drill sleeve. This is report 1 of 1 for (B)(4).